Manufacturer narrative:
The reported 2.3mm x 18mm locking cortical screw (part number co-t2318) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 286449) was returned for evaluation. The returned driver was visually examined under magnification and had physical batch number 286449. The overall driver length was measured to confirm fracture point. The driver measured approximately 2.693", indicating that about 0.057" of the driver's tip broke off. The returned broken driver tip measured .0995" between its farthest points. Torsional fracture patterns were identified in the hex tip portion of the driver and the edges of the hex tip were twisted. A torsional fracture pattern and the twisted edges of the hex tip likely indicates an excessive twisting load about the driver's central axis. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was report during surgery the driver tip snapped off in the screw and was retrieved. The surgery was completed after a 2-3-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00186 for the driver involved in this event.